Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "deflation", "mild pain in shoulders", "severe pain in back and neck", "chafing or rashes", "loss of feeling and sensation in my nipples", "unhappy with appearance", "tingling or numbness" which is not device related and "visible asymmetries". Later healthcare professional reported "ptosis". This record is for the right side. The device has been explanted and replaced. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and visibility/palpability.

Event description:
Healthcare professional reported "deflation", "mild pain in shoulders", "severe pain in back and neck", "chafing or rashes", "loss of feeling and sensation in my nipples", "unhappy with appearance", "tingling or numbness" which is not device related and "visible asymmetries". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening and an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ unsatisfactory result: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rash: unable to observe through visual inspection as it is a physiological phenomenon. ¿ paresthesia: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ nipple sensation increase/decrease: unable to observe through visual inspection as it is a physiological phenomenon. ¿ neck pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation", "mild pain in shoulders", "severe pain in back and neck", "chafing or rashes", "loss of feeling and sensation in my nipples", "unhappy with appearance", "tingling or numbness" which is not device related and "visible asymmetries". Later healthcare professional reported "ptosis". This record is for the right side. The device has been explanted and replaced.